Manufacturer narrative:
According to the report, (B)(6) was implanted on (B)(6) 1998 with aortic valve and conduit ((B)(6)) via aortic root replacement (avr) with annulus reduction concomitant with resection of ascending aortic aneurysm and repair of false aneurysm of right femoral artery s/p (status post) cardiac catheterization. Crfs state "patient deceased at study close-out. Date of death (B)(6) 2004. Cause of death unknown." Pre-operative diagnosis/indication for avr indicates the following: preoperative diagnosis insufficiency with calcification, aortic valve disease etiology was annuloaortic ectasia, pre-operative coexisting cardiac conditions include aortic aneurysm (size - 7.0, location - aortic arch, aortic root, ascending aorta). Additional information regarding patient condition preceding death as well as the cause of death was requested from the clinical site coordinator on 05/17/2016 and 05/24/2016. The site coordinator stated on 06/27/2016 that "I have not been able to find any additional information." A review of processing records was performed. Allograft (B)(4) was not returned to cryolife so no direct observations can be made. All attributes identified during inspection were documented appropriately and there are no attributes noted that would cause rejection of the tissue. The root cause for the reported complaint event is unknown. Study patient (B)(6) underwent avr with annulus reduction with concomitant resection of ascending aortic aneurysm and repair of false aneurysm of right femoral artery post cardiac catheterization on (B)(6) 1998. Indication for avr was an aortic aneurysm measuring 7.0 cm affecting the aortic root, aortic arch, and ascending aorta with 2+ aortic insufficiencies, congestive heart failure (chf), left ventricular hypertrophy (lvh), and carotid disease with etiology of annuloaortic ectasia. Pre-op risk factors included mild chronic lung disease, cigarette smoking, and hypertension. Follow-up echocardiograms were performed on (B)(6) 1999 and (B)(6) 2002; neither were associated with complication. The patient was reported deceased on the study closeout form and date of death was (B)(6) 2004. The cause of death is unknown, however, advanced age ((B)(6)) at the time of death was likely a contributing factor. There is no additional information available regarding the patient death. Survival at 5 years after avr ranges from 87.3-97% in literature (doty 1998, kaya 2005, yacoub 1995). The root cause is unknown but there are not allegations that the death was related to the allograft.

Event description:
According to the report, patient (B)(6) deceased at study close-out . Date of death (B)(6) 2004. Cause of death unknown. Implant date: (B)(6) 1998. Operative procedure information: aortic root replacement with annulus reduction concomitant with resection of ascending aortic aneurysm , and repair of false aneurysm of right femoral artery s/p cardiac catheterization. Pre-operative diagnosis/indication for avr : preoperative diagnosis insufficiency with calcification. Aortic valve disease etiology was annuloaortic ectasia. Pre-operative coexisting cardiac conditions: aortic aneurysm (size - 7.0, location - aortic arch, aortic root, ascending aorta) . Pre-operative risk factors : mild chronic lung disease , cigarette smoking , hypertension , congestive heart disease , carotid disease. Previous cardiac surgical history: no previous cardiac history .

Manufacturer narrative:
According to the report, patient (B)(6) was implanted on (B)(6) 1998 with aortic valve and conduit (av00, (B)(6)) via aortic root replacement (avr) with annulus reduction concomitant with resection of ascending aortic aneurysm and repair of false aneurysm of right femoral artery s/p (status post) cardiac catheterization. Crfs state "patient deceased at study close-out. Date of death (B)(6) 2004. Cause of death unknown." Pre-operative diagnosis/indication for avr indicates the following: preoperative diagnosis insufficiency with calcification, aortic valve disease etiology was annuloaortic ectasia, pre-operative coexisting cardiac conditions include aortic aneurysm (size - 7.0, location - aortic arch, aortic root, ascending aorta). Additional information regarding patient condition preceding death as well as the cause of death was requested from the clinical site coordinator on 05/17/2016 and 05/24/2016. The site coordinator stated on 06/27/2016 that "I have not been able to find any additional information." A review of processing records was performed. Allograft 6446442 was not returned to cryolife so no direct observations can be made. All attributes identified during inspection were documented appropriately and there are no attributes noted that would cause rejection of the tissue. The root cause for the reported complaint event is unknown. Study patient (B)(6), (B)(6), underwent avr with annulus reduction with concomitant resection of ascending aortic aneurysm and repair of false aneurysm of right femoral artery post cardiac catheterization on (B)(6) 1998. Indication for avr was an aortic aneurysm measuring 7.0 cm affecting the aortic root, aortic arch, and ascending aorta with 2+ aortic insufficiencies, congestive heart failure (chf), left ventricular hypertrophy (lvh), and carotid disease with etiology of annuloaortic ectasia. Pre-op risk factors included mild chronic lung disease, cigarette smoking, and hypertension. Follow-up echocardiograms were performed on (B)(6) 1999 and (B)(6) 2002; neither were associated with complication. The patient was reported deceased on the study closeout form and date of death was (B)(6) 2004. The cause of death is unknown, however, advanced age (B)(6) at the time of death was likely a contributing factor. There is no additional information available regarding the patient death. Survival at 5 years after avr ranges from 87.3-97% in literature (doty 1998, kaya 2005, yacoub 1995). The root cause is unknown but there are not allegations that the death was related to the allograft.

Event description:
According to the report, patient (B)(6) deceased at study close-out . Date of death (B)(6) 2004. Cause of death unknown. Implant date: (B)(6) 1998. Operative procedure information: aortic root replacement with annulus reduction concomitant with resection of ascending aortic aneurysm, and repair of false aneurysm of right femoral artery s/p cardiac catheterization. Pre-operative diagnosis/indication for avr: preoperative diagnosis insufficiency with calcification. Aortic valve disease etiology was annuloaortic ectasia. Pre-operative coexisting cardiac conditions: aortic aneurysm (size - 7.0, location - aortic arch, aortic root, ascending aorta). Pre-operative risk factors: mild chronic lung disease, cigarette smoking, hypertension, congestive heart disease, carotid disease. Previous cardiac surgical history: no previous cardiac history .

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, patient (B)(6) deceased at study close-out . Date of death (B)(6) 2004. Cause of death unknown. Implant date: (B)(6) 1998. Operative procedure information: aortic root replacement with annulus reduction concomitant with resection of ascending aortic aneurysm , and repair of false aneurysm of right femoral artery s/p cardiac catheterization. Pre-operative diagnosis/indication for avr : preoperative diagnosis insufficiency with calcification. Aortic valve disease etiology was annuloaortic ectasia. Pre-operative coexisting cardiac conditions: aortic aneurysm (size - 7.0, location - aortic arch, aortic root, ascending aorta) . Pre-operative risk factors : mild chronic lung disease, cigarette smoking, hypertension, congestive heart disease, carotid disease. Previous cardiac surgical history: no previous cardiac history .